Event description:
Related manufacturer reference numbers: 2017865-2022-08853. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited low pacing impedance and exhibited inappropriate automatic mode switch due to noise over-sensing. It was also found that the right ventricular (rv) lead exhibited post-paced t-wave over-sensing. Programming changes were made on atrial and rv leads. Patient condition was stable.